Event description:
The neurostimulator was turning on and off. The device would turn on during thunderstorms. A lead was disconnected. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).